Manufacturer narrative:
D1 brand name, corrected data: the initial reporter inadvertently entered in the wrong brand name d4 model #, serial #, lot #, expiration date, corrected data: the initial reporter inadvertently entered in the wrong device information d6a if implanted, give date (mo/day/yr), corrected data: the initial reporter inadvertently entered in the wrong implant date d6b if explanted, give date (mo/day/yr), corrected data: the initial reporter inadvertently entered in the wrong explant date h4 device manufacture date (mo/day/yr), corrected data: the initial reporter inadvertently entered in the wrong manufacturing date.

Event description:
Information was received indicating the patient's "seizures were in good control until fall of 2016 when vns battery stopped working." Attempts have been made to the physician for information. However no additional relevant information has been received to date.

Event description:
Additional information was received verifying which patient had the reported increase in seizures. The patient had undergone a generator replacement around the time the increased seizures began. A review of the patient's current generator was performed on (B)(6) 2017 and confirmed that the device had been manufactured per specifications prior to release for distribution.

Event description:
Additional information was received that the patient's battery is fine. Per company representative, who checked the patient's device, the device diagnostics, impedance and battery life were all within normal limits.